Manufacturer narrative:
Sensor replacement alert for msp (ec1) was triggered on the 21st of november 2023, day 146 after insertion.the sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The in-vivo data confirms the complaint with diminished signal throughout the insertion period. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report 29 april 2024. G3.date received by the manufacturer? 20 feb 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3231 h6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 7, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.